Event description:
Port-a-cath malfunctioned. It was determined that the port-a-cath broke, sheared off and migrated to the left brachiocephalic vein. Successful retrieval of a port-a-cath catheter from the left brachiocephalic vein on 7/28/97. The rest of the port-a-cath was surgically removed on 7/27/97.